Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative reseated the top sensor printed circuit board (pcb) to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a contact issue with the top sensor pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system message displayed during laser setup. The customer tried to use the other port but it would not work either. There was no patient involvement.